Event description:
A (B)(6) female patient underwent aaa repair on (B)(6) 2012. The patient's anatomical form was suitable for endovascular repair. After removing the gray positioner from the captor valve, excessive blood kept leaking even when the valve was closed. Therefore, he had to plug it with his fingers or insert a 6 fr sheath into the sheath to stop leakage each time the delivery system was replaced. Patient stayed in stable condition after the procedure.

Manufacturer narrative:
Patient code: blood loss is labeled in the IFU. Device code: valve leaks are not specifically addressed in the IFU. Event evaluation: still under investigation.